Event description:
Medtronic received information that cardiac arrest and death occurred with a non-medtronic valve (edwards perimount). Sr (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).